Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the flow sensor was out of range. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 21aug2019. The initial report #2031642-2019-01430 was submitted in error. See manufacturer¿s report #2031642-2019-05333 for repair and failure investigation details. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.